Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the patient stated the issues with the stimulation had been going on for "some time" now. The patient stated that she had always had too much or too little stimulation with the ins. The patient had a hard time sleeping on her back because of too much stimulation. When laying down, the patient needed half of the stimulation needed to stand but needed more for laying on her left or right sides. The cause of the stimulation issues was determined: the patient often forgot to turn down/up the stimulation with position changes. It was also reported there was nothing wrong with the ins; the patient did not like to always turn her stimulation up or down as she was young and active. The doctor decided to implant a different model number with adaptivestim. The patient was aware that she needed it to be programmed. No further patient complication was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The doctor said to replace the ins as the patient was having a bunch of issues with too much stimulation. The ins was replaced on (B)(6) 2017.